Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported issues and there were no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer report he experienced bleeding after applying the adc freestyle libre sensor. The customer further reported that ¿half of the sensor needle was left in his skin and half outside¿. The customer self-presented at the hospital where the ¿applicator needle¿ was removed and no further treatment was required. There was no report of death or permanent impairment associated with this event.